Event description:
The patient's mother contacted animas alleging the pump dispensed insulin from the cartridge during the load step. The reporter stated, she started with 100u and when the load step completed there was only 11u of insulin left in the cartridge. The patient's mother stated, she replaced cartridge and has had no further reoccurrences since. There was no patient impact associated with this complaint.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: no data was available from the time of the complaint due to continued patient use. During testing the load step was performed without difficulties. The pump passed force sensor calibration testing. The pump was opened and no force sensor issues were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.